Manufacturer narrative:
Consumer stated that the force of the vibration knocked off an old, thin filling the device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that the force of the vibration from the toothbrush knocked off an old thin filling.